Event description:
It was reported that patient developed staphylococcal infection, cardiac failure, and gastritis erosive duodenitis following a right ventricular lead revision. The patient was hospitalized and received antibiotic therapy. The device and leads remain in use. The patient is enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: mdt-lead implantable tachy lead, (B)(6) 2009; 407652, implantable pacing lead, (B)(6) 2009; 419678, implantable pacing lead, (B)(6) 2009. (B)(4).